Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2022. H6 component code: c22 - photo analysis. H3 investigational summary ¿ photo analysis: this is an analysis of photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: one empty labeled winding former and two needle/suture pieces, product code eh7778h. In addition, the needles were observed to be still attached to the suture pieces and a split was noted at the swage area. Based on the review, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In one of the ends of the double armed prolene, the thread are divided in two from the beginning of the needle and a bit up the suture. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, ip-01511103. Device property of : none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned product revealed that one empty labeled winding former and two needle/suture pieces, product code eh7778h were received to ethicon for evaluation. The product code is double armed. Upon visual inspection of the returned sample, the swage and attachment area was noted to be as expected. Marks were noted at the edge of the hole needle. In addition, the needles were observed to be still attached to the suture pieces and a split was noted at the swage area. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture pieces, body fluids were present, damaged at the surface, and the ends were observed cut. After further evaluation crimping marks were observed to be on the surface suture possibly caused by a surgical instrument. No functional test was performed due to the condition of the sample received. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.